Event description:
It was reported that the brakes could not engage properly.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported that the brakes could not engage properly.

Manufacturer narrative:
Upon completion of the investigation it was found that the side control pedals had flipped over on the unit. The brakes could still be engaged from the head and foot end of the unit.